Event description:
Low immulite 2500 (B)(6) results were obtained on a pt sample. Customer retested results and obtained higher results. The higher results were considered by the lab to be the correct results. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results is unk. The instrument is performing within specifications. No further evaluation of the device is required.